Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. D4: batch # unk b3: event day and month unknown. Captured as 1/1/24. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that white reload, fired it and no staples formed. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2025 additional information was requested, and the following was obtained: 1. Did the device cut? Yes 2. If yes, was the cut line complete? Yes 3. If yes, was there any issue with the cut line? No the device cut but none of the staples formed.